Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a proglide device after a coronary intervention procedure using a 6f sheath. Reportedly, the device was deployed with the guide wire still in place. When the device was removed after deployment, hemostasis could not be achieved. Vessel damage was noted; therefore, access was obtained in the left common femoral artery and two covered stents were placed. Hemostasis was achieved in the rcfa using manual arterial compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The guide wire was not removed prior to deployment of the plunger. The electronic perclose proglide instructions for use (eifu), states: backload the device over the guide wire until the guide wire exit port of the device sheath is just above the skin line. Remove the guide wire before the exit port crosses the skin line. It is unknown if the deviation contributed to the reported difficulty. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.